Event description:
The target lesion was the distal circumflex. The lesion was a de novo, slightly calcified but not tortuous. There was 90% stenosis. Pci was conducted and the distal circumflex was treated. There was also slight calcification at the proximal circumflex. Aster conducting pre-dilation with bc, a 2.5x23mm cypher des was being delivered to the target lesion when the physician felt large friction before reaching the terget lesion. Therefore, the physician pulled on the cypher, but would not move. Therefore, the physician tried again to remove the stent delivery system from the pt and realized that the stent was misaligned so he decided to retrieve the entire system i.e. Guiding catheter (roadmaster jl4 6f). While retrieving the entire system the stent dislodged in the sheath and was delivered to the vessel and pre-dilation with bc (2.5x15mm voyager) was conducted. A different 2.5x18mm cypher des was delivered and implanted at the target lesion. The procedure was finished. There was no reported pt injury.

Manufacturer narrative:
Device is distributed outside the united states. However, it is similar to the united states product.